Event description:
Windchill (B)(4) customer contacted the ortho global technical solutions center (gtsc) to report they had one cord blood sample for dat using mts anti-igg (rabbit) gel card lot 090424001-13 on their ortho vision max ID-mts analyzer (70002041) and that they obtained a false negative result. Complainant: (B)(6) , lead technologist, (B)(6) ; (B)(6) , customer# (B)(6) ; (B)(6) hospital; (B)(6) , dr, (B)(6) , event date: (B)(6) 2025, awareness date: same day vision 70002041, install date: (B)(6) 2019; sw version: 5.16.0.47707 reagents: mts anti-igg card lot 090424001-13, expiry 03jul2025, manufacture 03oct2024 mts diluent 2 lot md184, expiry 07mar2025 sample information: newborn cord blood sample. Sample ID: (B)(6) ,(encrypted sample ID: (B)(6) . The customer stated that one newborn cord blood sample was tested on their ortho vison max ID-mts analyzer in conjunction with mts anti-igg gel card lot 090424001-13 and mts diluent 2 lot md184. Testing was aborted for a clot error. Customer stated that they did not know the instrument would repeat testing automatically and reprogrammed additional testing. Customer stated that results of analyzer automatic repeat testing (test a) and reprogrammed testing (test b) results did not match. Test a dat results were negative, while test b dat results were positive (1+). On the same day, the customer reran the same sample on their other analyzer, vision 50003176, utilizing the same mts anti-igg card lot and the result was positive (1+). On the same day, the customer also repeated testing of the same sample in manual tube method and the result was also positive. No further details provided. No biased result was reported to the clinicians. The newborn was not harmed.

Manufacturer narrative:
Investigation details: the customer states quality control testing was performed on the day of testing and was acceptable. No further details were provided. The customer states the products were stored as per ortho specifications and visual inspection prior to use was acceptable. Sample preparation details were not provided by the customer. The customer provided the ortho vision max ID-mts and ortho vision ID-mts sample order reports for the cord blood sample confirming the reported results. Both test a and test b on the vision max ID-mts and the repeat testing on the vision ID-mts analyzers were included. No details of manual testing were provided. Gtsc reviewed the column grade results report, the condition code report and the metering report from the ortho vision ID-mts analyzer using econnectivity. The condition code report and metering report confirmed the clot error and subsequent repeat testing (test a) ordered and performed by the analyzer. The metering report also confirmed no barcode scan errors when the operator manually ordered repeat testing (test b) ruling out any potential sample misidentification. The ortho vision max ID-mts analyzer functioned as per design. A review of the manufacturing batch record for mts anti-igg lot 090424001-13 was carried out at the ortho manufacturing site no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this lot. The lot met all specifications, all in-process and product release criteria. (B)(4) as part of the investigation, retains testing was requested at the ortho manufacturing site. Mts anti-igg card lot 090424001-13 performed as intended. Retention cards were tested on the ortho vision analyzer with diluent 2, 0.8% surgiscreen, albaq-check (iat), a known dat negative donor, and check cells (dat positive). All results were as expected. Product testing with retain cards performed as intended. No discrepant results were obtained with albaq-chek, donor and check cells. A total of 100 retention cards were visually inspected and no defects were found. Testing performed by the ortho manufacturing site was unable to confirm the customer complaint.(B)(4) a query of the worldwide complaint databases was performed for mts anti-igg gel card lot 090424001-13 through (B)(6) 2025. A total of one complaint was identified for the lot related to false negative results. (The current complaint under investigation.) For thoroughness, a review of the mother bulk lot 090424001 was also performed for the time-period. No additional complaints of false negative results were observed for any additional sublots. No trend was identified by sublot or mother bulk lot for false negative results. (B)(4) in mitigation of the complaint, the customer was referred to the instructions for use for mts anti-igg which states under the limitations of the procedure section, under number 12: negative direct antiglobulin test results do not necessarily rule out hemolytic disease of the newborn (hdn), especially if abo incompatibility is suspected. The assignable cause of the discrepant negative dat result obtained by the customer could not be determined, although it could not be excluded to be sample related, antibodies bound to the newborn red blood cells being weak and/or at detection limit of the technique and reagents used and/or associated to sample preparation protocol. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.